Event description:
It was reported that after a da vinci pulmonary lobectomy procedure, the thoracic grasper instrument had a broken cable. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cable assembly was broken at the snake wrist. Broken cable segments were various in lengths. Motion was no longer intuitive due to the cable breakage. An additional observation not reported was insulation damage on the distal end of the main tube. Material was missing. The surface of the main tube showed gouge marks and appeared to be scraped off in various areas. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of tube abrasions with material missing, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.